Manufacturer narrative:
The event was reported to have occurred on an unspecified day in (B)(6) 2020. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump issued a "battery alert" during the infusion of propofol (dose, programmed amount and delivery rate unknown). An unspecified intervention was performed prior to the patient 's sedation wearing off. The patient's outcome was not reported. No additional information is available.